Manufacturer narrative:
Patient weight not available from the site. Unique device identifier (UDI) is unavailable. The tracker was returned to the manufacturer for analysis. The tracker was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the frazier suction would not track. It was noted that the suction was used previously in the procedure. Once re-introduced into the surgical field, the unit would not track. The tracker was unplugged and re-plugged in and the reported issue was not resolved. A second tracker was attached to the suction and the site continued with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.